Manufacturer narrative:
A ge clinical application specialist reviewed the phantom image obtained from the customer site and confirmed that the image was flipped left to right. The specialist indicated that the reversal would not be obvious to the user which raised a concern for misdiagnosis or mistreatment. Visual inspection by a ge field engineer (fe) revealed that the connections for two x-gradient cables were swapped. Further investigation of the incident revealed that the mr system was serviced the weekend prior to the incident for a gradient replacement. This was when the cable misconnection was determined to have occurred. The mr system's service documentation gradient repair procedures provide instructions to conduct geometric verification test to verify cables are not misconnected during a service activity. Based on the results of the investigation, the probable cause of the image reversal was related to prior servicing of the mr system, when the cables were misconnected and proper tests were not completed in accordance to service repair procedures. The fe corrected the cable connections, ran the geometric verification test, and verified that the system was performing according to specifications.

Event description:
The customer reported that all the series obtained from an axial mr exam of a patient showed that the liver was on the incorrect side of the images. After discovery, the customer stopped the scan, reviewed all previous scans completed on the same day and confirmed that all images obtained were reversed. According to the customer, 7 other patients were scanned prior to the patient undergoing the liver exam. All patients with the reversed images were not rescheduled for rescans. However, the reversed patient images were reportedly flipped back in the pacs with their radiologist's approval. The customer confirmed there was no misdiagnosis or mistreatment for any of the affected patients as a result of image reversal. No injury was reported.